Event description:
It was reported the patient's ipg site was red and hot. Patient was treated for a possible infection with oral antibiotics for ten days. As such to address the issue patient underwent surgical intervention wherein the entire system was explanted.

Manufacturer narrative:
Event date: date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.